Event description:
Procedure: gastrectomy. According to the report: during use, when the tube was pulled, the anvil and the tube were disengaged. The anvil could be retrieved using a clamp. Another device was used to complete the procedure. There was no bleeding, and nothing fell further fell into the patient cavity. There was no tissue damage reported; however, this event did extend the procedure more than 30 minutes.